Event description:
It was reported that the programmer booted slowly. Follow-up confirmed that the programmer was able to boot completely, it was just slow. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted slowly. During analysis the programmer also powered off suddenly and therefore the power supply was replaced. Analysis also found the system fan was too noisy so it was replaced. Because of errors found in the log the link electronic module board was calibrated, as well as the hard drive reconfigured and software reloaded. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).